Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement. Analysis found the downstream occlusion (dso) seal was damaged.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. E1: ptf ndc meyzieu, 13 av marechal de lattre de tassignyship. G4: FDA premarket submission number is unknown. H3: one device was returned for evaluation. No issues were found in the event history log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found damaged dso seal, damaged battery compartment, and scratched lens. The primary complaint was confirmed, and the battery compartment was replaced. The dso seal and the lens were also replaced.